Event description:
Account reported to dade behring that they retested a clinical isolate that they previously observed insufficient growth with. Clinical isolate yielded susceptible erythromycin and clindamycin results when using the identified prompt lot. Alternate prompt lot gave resistant results for erythromycin and clindamycin. Account did not report the susceptible results to the dr. No report of injury or illness associated with this issue.

Manufacturer narrative:
Evaluation codes: performance testing of customer returns and retention samples. Results: in-house testing performed and confirmed insufficient growth issue with customer provided samples and also with retention samples. Conclusion: other - dade behring has initiated a field correction for this issue and notified customers of the potential for discrepant mic and/or identification results with clinical and qc isolates with the identified prompt inoculation system-d lot.